Event description:
The customer stated that she tested her blood glucose and received reading of 100 mg/dl using her contour meter. She felt her blood glucose was low, so she retested using another meter and received a reading of 41 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test stirps were sent to the customer.